Event description:
It was reported that the unit was sent in for pm. The event occurred outside of surgery. There was no reported patient harm, or delay. Due diligence is complete, no further information is available at this time. At investigation it was noted that the unit's motor speed was erratic.

Manufacturer narrative:
This event is recorded with zimmer biomet under (B)(4). This medwatch is being filed as an initial / final report based on information discovered during the device evaluation. Review of the most recent repair record determined the motor speeds were out of calibration and the device was out of calibration; however, the repair was not completed because the customer did not approve the work. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.